Event description:
On (B)(6) 2015, bio-rad laboratories technical support received a call from a customer concerning the package insert for the multispot hiv-1/hiv-2 rapid test. The customer was concerned that the package insert instructions for test interpretation had changed. In investigating the issue, it was noted that the multispot test interpretation section was not changed in the package insert between the march 2013 and may 2014 versions. The customer mistakenly assumed that the interpretation instructions in section 11 were the only interpretation instructions; customer was not aware of the interpretation instructions in section 14. Section 14 should have been followed to interpret the test since the test is run as part of the diagnostic algorithm. Technical support advised the customer that the different interpretation instructions being described by each interpretation section, are for using the test as a screening test and using the test as part of the diagnostic algorithm, respectively. The customer reported that they have been using the multispot test as part of the diagnostic algorithm since (B)(6) 2013. Customer reported that they conducted a competency assessment of the technicians running the test and found only one technician was referring to the wrong package insert section for multispot interpretation; this technician has been retrained. Customer conducted an assessment of the 160 samples that were reported as (B)(6). For 134 of the samples, the customer had a record of the spot used to report the results. Twenty-two of the remaining 26 samples had a viral load or other test results available for reference. One of the remaining samples was reported as (B)(6) and the spot data recorded showed one (B)(6), not both spots. Nat testing results were (B)(6) rna detected (by qualitative tma from wadsworth nysdoh. Customer also received another sample collected from the patient which was tested on multispot and showed spots for both (B)(6) ab spots. Customer stated the initial multispot report has been corrected and the provider notified of the interpretation error. One of the other patients had an appointment for a redraw on (B)(6) 2015, but they did not come to the appointment. The customer will check their county (B)(6) program to see if there is any additional information available for these three remaining patients. The remaining three patients are still on the customer's radar and will be discussed at the customer's next quality review meeting that will include the std controller. Since results were released to the care providers and patients by the customer using the incorrect interpretation instructions for 160 patients, which lead to incorrect results being reported in at least one case. Given that at least one case was incorrectly reported with others possible, a MDR is being submitted for this case.